Manufacturer narrative:
Analysis of the fiber revealed four separate fiber components which became disassembled due to a break in the fiber at a point within the blue connector towards the front end of the heat shrink where the sma pin is attached on the proximal end of the fiber. The presence of charring on the heat shrink and on the separated ferrule indicates the fiber components were weakened and later separated due to a break which occurred while laser energy was being applied. The blue connector which had the inner retaining section of the blue plastic stripped out and found attached to the dislodged sma pin and the dislodged ferrule with the noted circular marks on it surrounding the area where the fiber core would be indicates exposure to a laser energy beam that was larger than the core of the fiber, which in turn likely caused the noted fiber failure. The weakened components then become notably separated upon further handling during reusable fiber reprocessing. These symptoms indicate that the fiber was likely reprocessed incorrectly. The noted circular marks on the endface of the ferrule likely indicates a recession of the ferrule into the sma pin which changed the focal point of the incoming laser energy that resulted in the break and separation of the fiber components. Such an issue can be caused by an adhesive failure which can occur when the fiber is exposed to excessively high heat or to unapproved cleaning agents during reprocessing. The fiber rfid scan indicated that the fiber was 100% tested and functional during routine production testing at dmta on (B)(4) 2016. Also, the fiber rfid scan indicated three uses on a dornier rfid enabled laser out in the field which also demonstrates that it is very unlikely there were any manufacturing faults with the fiber. The fiber likely failed due to user mishandling during cleaning and/or reprocessing. (B)(6).

Event description:
"After reprocessing, the connector part was dropped off when the user took out the concerned fiber from a sterilization package."